Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation does, and additional MFR narrative. A company clinical analyst reviewed this case and stated the following: ¿the customer reported that the equipment showed the error message ¿laser controller doctor filter error. Function will be disabled¿. This patient¿s surgery was subsequently rescheduled to occur on (B)(6) 2016. This patient is a (B)(6) male patient. The eye scheduled for surgery was listed as right eye (od). Additional, related information was requested but was not obtained.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, a system advisory displayed. The procedure was aborted and completed on a different day.